Event description:
It has been reported to philips the device's wireless footswitch was unable to connect. The device was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the device's wireless footswitch was unable to connect. Upon functional analysis, the philips field service engineer (fse) identified that the wireless footswitch was damaged. It was found that the wi-fi indicator was off and there were no lights on the battery indicator even when connected to the charger. A quote was sent to the customer as a replacement, but it was not accepted by the customer, and the quote expired. Later, fse confirmed that the customer ordered and replaced the wireless footswitch and base station. After replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the issue addressed in the field safety corrective action 2021-igt-bst-020 or medical device correction z-0476-2022. Upon troubleshooting, it was identified that the wireless footswitch was damaged. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.